Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a hemodialysis (hd) patient expired while dialyzing an requested for a fresenius regional equipment specialist to service the machine. Additional follow-up was made with the clinic manager, who stated expired on (B)(6) 2017 due to cardiac arrest. The patient had been dialyzing for approximately three hours prior to expiration. The patient had been on hemodialysis therapy since (B)(6) 2017. The clinic manager stated the machine did not have any issues during set-up and that the machine did not alarm at the time the patient expired. The clinic manager stated after the incident the machine was removed from service for testing and stated no machine repairs were needed and the machine was placed back in service. The clinic manager stated no samples were retained to be returned for evaluation. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal relationship exists, there is no documentation that suggests a causal relationship between the event of cardiac arrest and subsequent expiration of the patient and the 2008t or any fresenius products. There has be no allegation of device malfunction or deficient product(s) and the association with the event of cardiac arrest and subsequent expiration of the patient. Additionally, the cm stated after the incident the machine was removed from service for testing; no machine repairs were needed, and the machine was placed back in service. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this end stage renal disease (esrd), hemodialysis (hd) patient presented to the outpatient clinic for hd treatment on (B)(6) 2017; the patient had been dialyzing for approximately three hours (hd treatment details were unknown) when according to the hd clinical manager (cm) the patient experienced a cardiac arrest and expired. All details surrounding this event were unknown. The cm stated the hd machine did not have any issues during set-up and did not alarm at the time the patient expired. Additionally, after the incident the machine was removed from service for testing; no machine repairs were needed, and the machine was placed back in service.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. Each lot listed on the search results passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this end stage renal disease (esrd), hemodialysis (hd) patient presented to the outpatient clinic for hd treatment on (B)(6) 2017; the patient had been dialyzing for approximately three hours (hd treatment details were unknown) when according to the hd clinical manager (cm) the patient experienced a cardiac arrest and expired. All details surrounding this event were unknown. The cm stated the hd machine did not have any issues during set-up and did not alarm at the time the patient expired. Additionally, after the incident the machine was removed from service for testing; no machine repairs were needed, and the machine was placed back in service.